Event description:
The customer reported that erroneous low (ise) ion-selective electrode (sodium (na), potassium (k), and/or chloride (cl)) results were generated from an olympus au400 clinical chemistry analyzer for multiple patients across two days. This report represents the erroneous na, k and/or cl results for two patients generated on (B)(6) 2012. The initial erroneous results were reported outside the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. Repeat results were higher when tested after the installation of new electrodes on the original instrument. The original samples were collected via venipuncture and were fresh. The samples were centrifuged at room temperature prior to testing. Ise quality control (qc) results were tracking low during the timeframe of this event. Qc results continued to generate intermittent low values after the event. No patient specific information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the lower flow cell and j nozzles, however quality controls remained lower than mean. The fse worked with the customer regarding instrument maintenance issues. On a subsequent date, the fse performed performance verification activities which ultimately generated results which met specifications. The ise line was flushed and new reagents were installed. The electrodes replaced by the customer were returned to beckman coulter inc. For evaluation. Conclusions from this assessment are not currently available. The event is currently under investigation. A definitive root cause is not currently known. Associated mdrs: 2050012-2012-00390, 2050012-2012-00391.